Manufacturer narrative:
Age at time of event: around (B)(6) years old. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10823. It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and severely calcified mid right superficial femoral artery (sfa). A 6.0 x 200 135cm charger¿ balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and another 6.0 x 200 135cm charger¿ balloon catheter was advanced. However, during first inflation at 6 atmospheres for 15 seconds, the balloon also ruptured. The device was completely removed from the patient. The physician then decided to deploy a stent first, followed by post-dilatation with a different balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was fine.